Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2024. Specific blood glucose values were not provided. The patient reported that the pod's cannula was observed to be bent. The patient was discharged from the hospital on (B)(6) 2024. Additional information regarding the medical event is being solicited.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.